Event description:
During the atrial fibrillation procedure, while inserting the guidewire into the blood vessel, it was noted that it got stuck in the stapler placed in the patient's blood vessel and stopped moving. It was then pulled with a strong force, so the coil part of the guidewire stretched. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One 8.5f swartz braided guidewire assembly was returned. The guidewire had been twisted and stretched, no evidence of a staple or foreign metal was noted in the guidewire coils. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the damage in the guidewire is due to damage during use.